Event description:
It was reported that during a bowel resection procedure, after insertion outer cannula detached from the housing. A like device was used to complete the case. There was no pt consequence.